Event description:
While using a byte night aligners, patient reports that they have a broken tooth, and that they were seen by their dentist and that their teeth are not aligned, and they were at the end of their treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.